Manufacturer narrative:
The complaint for " valve deployed too ventricular " was confirmed with objective evidence via imaging evaluation. Available information suggests procedural related issues such as lack of leaflet capture (3 consecutive missed anchors - posteroseptal commissure, septal leaflet), suboptimal positioning likely contributed to the event. Valve settling events such as valve deployed too ventricular and valve deployed too atrial may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. Typically, these events do not require interventions. The screening process verifies papillary muscle locations for events such as these if diastolic oversizing is not ideal (see (B)(4). For further detail). Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where upon full deployment, fluoroscopy revealed a posterior ventricular drop of the valve. Shortly after, the patient entered a supraventricular tachycardia (svt) rhythm requiring cardioversion at 100 joules. The rhythm was successfully resolved with a single cardioversion. Following the svt resolution, echocardiography indicated posterior rocking of the valve and some diastolic paravalvular leak (pvl), which appeared to resolve during systole. Pre-procedure screening revealed a basal systolic oversizing of 17.4%, which seemed to exceed 20% on the day of the procedure. Additional information received on pod 8 from physician 'clinically patient is doing well. He is still in house with super low platelets. The tte now suggests possible systolic flow across the gap.' On an unknown date post procedure, it was identified the valve had come off the septal leaflet and the patient returned to surgery for a tricuspid valve replacement.